Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The territory manager reported via phone call that the customer's insulin pump showed they did a bolus of 14.9 units at 2am yesterday and her blood glucose went down to 18 mg/dl. Emergency medical services were called. The bolus wizard suggested 0.00 units for a blood glucose level of 129 mg/dl and no carbs were entered. Customer manually entered 14.9 units. Customer was hospitalized on (B)(6) 2016. Customer's blood glucose was 18 mg/dl. Customer was treated at home and was not admitted. The perceived cause of the low blood glucose was the over infusion of insulin.